Event description:
2001: patient undergoes placement of ancure graft to treat infrarenal abdominal aortic aneurysm. Physician encounters wire wrap, which is resolved. Patient tolerated procedure well, and recovered normally. 2003: patient complains of low energy and sexual dysfunction. 2004: aneurysm appears to have grown. No evidence of endoleak. Graft appears to be sliding down neck of aneurysm. 2004: graft explanted, open surgical repair. Patient recovered, but noted decrease in renal function and urine output. Treated for infection.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.